Manufacturer narrative:
The customer's stated problem was verified. The pumps mp board was faulty and this was the issue for the device not being able to detect a cartridge. The mp board was replaced.

Event description:
It was reported that a few hours after the patient started their infusion (remodulin), the pump alarmed "no cartridge detected". No death or serious injury was reported in connection with this incident.